Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration tubing (tubing). During the procedure, the physician placed a penumbra system ace 68 reperfusion catheter (ace68) in the target vessel, connected it with a tubing and initiated the aspiration; however, the thrombus was not completely aspirated into the canister. Upon checking the tubing, the physician found a kink on the proximal end of the tubing. Therefore, the tubing was disconnected and the procedure was completed using a new tubing and the same ace68. There was no report of an adverse effect to the patient.